Event description:
The complaint stated there is exposed wiring on the hand pendant.

Manufacturer narrative:
The tech replaced the hand pendant to repair the bed. He could not determine the cause although the pendant was an older style with a straight cord as opposed to a coiled cord.